Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates ¿ this event occurred on an unspecified date in (B)(6) 2018. (B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp punctured the tubing of a clearlink solution set when the tubing was being inserted into an unspecified baxter infusion pump. This occurred during infusion, and led to a leak of an unspecified chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.